Event description:
Unable to thread stent onto guidewire, flattened areas noted on stent. Discontinued use and obtained different stent. No harm to patient. Another stent obtained and used with success.